Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6b, g4, h6.

Event description:
The device has been explanted and confirmed as non-allergan and this report is no longer considered reportable to the FDA.